Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined because the subject device was not returned to omsc. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. The ccd unit was failed because unexpected stress applied to the camera head by the user handling.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at the service department of olympus (B)(4) (oaz), it was found that the image of the subject device was not displayed, and also found that the ccd unit had failure and the camera cable was damaged. There was no report of patient injury associated with this event.